Manufacturer narrative:
(B)(4).

Event description:
It was reported that a reprogramming session had been attempted to better control patient's tremor and to reduce battery drain. Various settings were tried but good tremor control had not been achieved. Increasing pulse width to 120 microseconds and then lowering voltage to 3.6 "and at 4.0 volts tremor was definitely better," but the patient was getting paresthesias in left elbow. It was stated that the battery for the implantable neurostimulator (ins) in the beginning of service was at 3.74v and the week before this report it was still at 3.74v. On the day of the report, the battery was at 3.71v. Changing pulse width to 210 microseconds and decreasing voltage to 4.0v resulted in good tremor control but the patient was getting some paresthesia in left elbow, again. In addition, during previous programming session, it was noticed that whenever a programming change was made to the ins, the patient would feel it in his pacemaker. When the ins was turned on (the patient was turning it off at night for a period of time), the patient didn't like the sensation that he felt in his pacemaker. It was stated that whenever clinician programmer was actively changing settings, it was changing frequency on the pacemaker, but then it would resume normal function after change had taken place. It was reported that, during one programming session, there was an electrical sensation in his pacemaker that traveled to his heart , which caused him anxiety and sweating at which point the programming session was aborted. However, it was confirmed by manufacturer representative that the ins and the pacemaker were not interfering with each other. Some therapy impedances were also measured. The therapy impedance when the patient first came in on the day of the report was 484 ohms and his current was 488ma which was deemed "very high." The impedance of 513 ohms and the current of 575ma were also stated. It was noted that the patient had "the right paresthesias in the right areas (side of cheek, lip, forearm)" but these were temporary and they were going away. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3387s-40, lot# v013081, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Additional information received reported that impedance testing and reprogramming was done. There was no device malfunction or cause found to contribute to the issue. It was stated that the manufacturer representative responsible for the patient's pacemaker came to "measure/record" the pacemaker while the healthcare provider (hcp) adjusted the implantable neurostimulator (ins). It was stated that the pacemaker was not affected by the ins. It was added that the patient was having effective therapy (tremors were still controlled by the ins).